Event description:
The customer reports that the monitor for patient bed 44 does not pop up and alarm when other rooms alarm using care groups. The device was in use on a patient. There was no report of patient or user harm.